Manufacturer narrative:
This implant is not sold in the us to be implanted for this indication. It would be sold under a different part number, since it is only indicated to be used as a hemi in the us at this time.

Event description:
Femoral head noted to have avn and sub condylar fracture on removal of head.